Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not listed on the patient¿s profile. The technical support specialist (tss) dialed into the server and found that cefazolin 2gm (med ID 202133) was showing as inactive. The tss reviewed the nurse¿s override groups and compared them to the station configuration, confirming that both had bulk items in common. The investigation revealed that inactive medications are treated as offline items, meaning items are not available for dispensing even if stocked. The case was closed after confirming the medication status and advising that inactive items require reactivation for proper dispensing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orders are not found and needed overide to remove medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary orders are not found and needed overide to remove medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.